Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid superficial femoral artery with mild tortuosity and moderate calcification. A 6.5x100mm supera self expanding stent system (sess) was advanced toward the target lesion and the stent was successfully deployed. The stent system thumb slide was retracted, the system lock and deployment lock were locked, and the system was withdrawn and resistance was noted with a guide catheter. The stent system tip separated but was successfully retrieved via snare device. There was a twenty minute delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The tip separation was confirmed. The difficulty removing could not be tested due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported tip detachment. The additional treatment to retrieve the tip and delay in procedure are related to operational context. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.